Event description:
Laerdal affiliate has reported to laerdal medical s.a. (Norway) that this patient died in 2005 when heartstart 4000 defibrillator could not analyze and possibly treat this patient due to an open lead wire within a p/n 920650 electrode adapter cable. With an open patient connection, the heartstart 4000 prompts a pads off condition to the user and is unable to analyze the patient's ECG or deliver a shock to the patient.